Event description:
Patient to gi lab after g-tube fell out at home. Tube had been inserted (B)(6) 2012. Patient brought g-tube with her to lab. Physician noted that the balloon inflated but the while valve came apart easily, causing balloon to deflate.